Event description:
The manufacturing representative reported that there was a patient who had high impedance following implant of implantable neurostimulator (ins) and lead with no extensions for angina implanted on the morning of report. The patient had an implantable cardioverter defibrillator (ICD) implanted in the thoracic area and another ins implanted which was switched off and 10 cm from the new device. When implanted in theatre the impedances were at normal level and the patient had good stimulation. When the patient returned to the ward the impedances were greater than 20,000 ohms or using electrode 2 600 ohms with only motor stimulation to her right arm. The patient had only been rolled when being transferred.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 3888-56, lot# 0207318548, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the revision occurred on (B)(6) 2017. It was confirmed the lead was inserted into the ins without using an extension. The lead was replaced with another lead and an extension. The impedances were within normal limits and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reported that no symptoms were reported with the greater than 20,000 ohms. It was confirmed that the lead had been inserted into the implantable neurostimulator (ins) without using the extension. The lead was replaced and an extension was used and the impedances were within normal limits.